Event description:
During a slap repair (superior labral tear from anterior to posterior), it was reported that the implant pulls out upon knot tying. Implanted healicoil pk 4.5mm suture anchor aligned to the 1st hole prepared and the implant pulled out upon tying the knot. Implanted 2nd healicoil pk 4.5mm suture anchor aligned to the 2nd hole prepared and the implant pulled out upon tying the knot. The 4.5mm awl dilator was used to prepare the holes. The bone quality of the patient was reported as good. There were no reported patient injuries or complications. Both holes were left empty. The surgery was aborted as there wasn¿t adequate space for a third hole preparation.

Manufacturer narrative:
Two healicoil implants were received for investigation. One healicoil was shattered and received in pieces. The other was broken (damage to proximal end threads) and still attached to its suture. The patient¿s bone quality was reported as good and a 4.5mm healicoil awl dilator was used to prepare the anchor sites. Bone quality that is good (also classified as ¿general use¿) requires a different site prep. For general use of a 4.5mm healicoil, ref 72202621 3.8mm tapered awl. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).